Event description:
It was reported patient experienced loss of stimulation and has been unable to recharge his scs system for approximately three months, beginning on (B)(6) 2014. Two additional chargers were used to attempt communication with his ipg but were unsuccessful. Physician is working on getting approval for ipg replacement. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.